Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement, occlusion, prime, no delivery test and blood glucose meter test due to motor error alarm. The pump had scratched display window, broken belt clip slot and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with an injection. The customer did not want to troubleshoot for motor error and high blood glucose readings.